Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 574 mg/dl at 12:57 am; 284 mg/dl at 12:58 am; 385 mg/dl at 1:00 am; 134 mg/dl at 1:02 am; 180 mg/dl at 1:05 am; 155 mg/dl at 1:09 am. No adverse event reported. Return of the suspect device was requested for evaluation.